Event description:
The customer reported to olympus that the single use grasping forceps fg-804l did not open while it was grasping the gastrostomy-jejunostomy (gj) tube in the middle of a therapeutic procedure to replace a gj tube. Other than cutting the forceps, pulling it out, and checking for any foreign bodies, no other intervention was done outside the planned case. The procedure was prolonged by 30 minutes, twice as long as anticipated, with the patient under anesthesia. However, there were no other complications noted.